Event description:
It was reported that the surgeon saw the patient in office and interrogated the implantable neurostimulator (ins). All #3 combinations were over 4,000 ohms and the lead was broken, so the surgeon scheduled a lead revision for (B)(6) 2014. The patient was experiencing less than 50% therapy relief. The patient also lost a lot of weight and the healthcare provider (hcp) was going to move the ins to the other side. No outcome was available at the time of the report due to the date of the revision surgery, so additional information will be requested at the appropriate time. If additional information is received a supplemental report will be sent.

Event description:
Additional information received reported that the patient just finished their lead revision and new stage 1 this afternoon. The patient would have a 2 week trial and come back for removal and implant on (B)(6) 2014. At the time of post-operative, the patient felt vaginal stimulation on 0.7v with 0 negative and 3 positive. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
Additional information received reported that the patient did not have a 50 percent improvement and would have their lead removed by their health care provider (hcp) tomorrow on (B)(6) 2014.

Event description:
Additional information received reported that the lead was discarded at the time of removal and it would not be returned.

Manufacturer narrative:
Concomitant medical products: product ID: 3093-28, lot# va0etcu, implanted: (B)(4), 2014, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).